Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that x-ray confirmed lead dislodgement, which resulted in pacing failure with intermittent capture at high outputs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was missing from its position. The physician suspected that the helix was not fixed properly. During the revision, it was discovered that the helix was bent. The lead was explanted and replaced. No patient complications have been reported as a result of this event.